Event description:
It was reported that an asymptomatic patient presented for an rv lead revision. Upon interrogation, high capture threshold and high lead impedance was noted. The rv lead was explanted. The atrial lead came out with the ventricular lead during explant, and there was no complaint on the atrial lead. The patient device also was removed electively due to advisory. Patient was stable post-procedure.